Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the renal artery ligation on a laparoscopic kidney transplant procedure, the staple did not form well. There was no patient injury.